Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels during the past month, but the hypoglycemia became especially severe in the last 10 days. The customer's blood glucose would range between 25 mg/dl to 29 mg/dl at times. The customer alleged insulin over-delivery. The customer would sometimes go unconscious. On (B)(6) 2018, the customer changed her set at night and bolused for a high blood glucose value. They went to sleep; however, she remembers nothing else after that point. She ended up in the ER with a blood glucose of 34 mg/dl. The customer was treated with a glucagon injection. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. The customer recalled insulin dripping out of the set after releasing the act button before they connected to the device. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will be returned for analysis.